Event description:
A malfunction was reported on a customer's pump, with no significant events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged for a replacement pump to be sent, with instructions provided for placing the old pump into storage mode and returning it to tandem. The customer acknowledged the need to program settings into the new pump and connect their cgm, ensuring continuous insulin delivery with the use of mdi as backup therapy.